Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had been cooling for 14.5 hours. The patient never did reach target temperature of 33c and only came down to a temperature of 35.9c. The patient developed a rash or burn on her skin where the pads had been placed. The patient's skin was described as mottled. The patient had been sedated, but not paralyzed. The therapy was discontinued. At an unknown time later the doctor wanted to restart therapy with a target rate of 36c. Per additional information, it was stated that there were not any alarms going off on the machine. The patient did have shivering. It was stated by the sales representative that the facility were not using the right size pads on a patient that was over (B)(6) lbs. The facility had not been assessing the patient or the device properly during use of the device. The sales representative has set up numerous training events and has had poor attendance.